Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there patient consequences? The incident reported by me resulted in no consequences to the patient as the detached needle remained in the surgeon's hand and was handed by the surgeon to the scrub nurse immediately. Were x-rays taken to locate the needle? Not required on this occasion. Does the needle remain in the patient's tissue? Not on this occasion, but there was a previous incident a few months ago where the needle was retained and an xray was required. I will ask (B)(6) obtain that incident number for you. What tissue structure is it located? Size of the needle retained? It was a 1-vicryl 9377 being used to close the uterus. Are any plans in place to remove the needle piece in future? Please explain. The needle was not retained on this occasion. If the needle was removed, was the needle removed from the patient during the same procedure? The needle was in the surgeons hand. If no, please provide the date of the additional procedure. What measures were taken to retrieve the needle? Was there any additional tissue damage as a result of searching for the needle? No. Can you identify the lot number of the product that was used? Uebcdcz0. Is this device or samples available for product analysis? No. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6)- theatre team leaders. It was reported that "on several occasions, the suture thread has come away from the needle entirely..." Please confirm the number of patients affected by this alleged deficiency. One witnessed by myself and reported in this email chain. Another incident reported by (B)(6) (radar number to follow) and surgeon mentioned briefly that "this has happened to her before" but that event was unreported by the team leader at the time (no harm to patient, needle in surgeon's hand). Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Unsure. I am away this coming week, so I will ask my colleague (B)(6) to retrieve the radar report for the incident where the needle was retained and the patient was x-rayed, followed by a needle retrieval. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, on several occasions, the suture thread has come away from the needle entirely. This suture should be able to withstand reasonable tension, but the needle has become completely detached. On one occasion, this caused an incident with a retained needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.